Manufacturer narrative:
Additional customer contact phone: +(B)(6). A getinge field service engineer (fse) stated that he removed the pim and safety disk without identifying any traces of blood or fluid, thus ruling out any blood ingress. Post pim and safety disk inspection, successfully completed a simulated treatment with testing catheter and trainer without issue. He identified catheter restrictions logged alarms on early 31 march. He unable to replicate the failure. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer reported that on (B)(6) going into the early hours of (B)(6), ccu surfaced various iab catheter restriction alarms while completing therapy on patient.  Ccu unsuccessfully attempted ¿advancing¿ the catheter to clear the catheter restriction alarms. Users ultimately identified blood in the catheter, and decided to stop the therapy.  Users clamped the catheter extender immediately after seeing blood in the line. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.